Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement.